Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to administer extra unprescribed oral medication based on multiple high readings on their blood glucose meter. According to the consumer he did not eat anything throughout the day. The consumer subsequently experienced a hypoglycemic event, which did require emergent food intake to help raise the consumer blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.